Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The event occurred during ventilation. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issues with the ventilator. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: during installation of the unit, the ventilator alarmed with self test failed and real time clock (rtc) failure after battery power loss due to ventilator not charging when turned on.

Event description:
The following was reported to hamilton medical ag: during installation of the unit, the ventilator alarmed with self test failed and real time clock (rtc) failure after battery power loss due to ventilator not charging when turned on.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.